Manufacturer narrative:
The device was received with operating currents within specification. The device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was programmed with test minilink and the glucose sensor simulator. The device communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The device displayed the programmed value properly on the display graph. It was also programmed with test glucose meter. It communicated properly and recorded the 5.8 mmol/l value properly from glucose meter. The sensor feature working properly. No unexpected weak signal alarms were noted. The device passed leak test. All buttons responded properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The device was received with faded serial number label. The device was received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the down arrow and act button was unresponsive. The customer's blood glucose was 15.3 mmol/l at the time of incident. The insulin pump will be replaced and will not be returned for analysis.